Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3244493. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd q-syte closed luer access device had flow issues at 21:30 on 2 august, when a patient was given a change of infusion position, in order to facilitate the patient's infusion, the patient was given a septum needleless closed infusion connector, the infusion was not smooth when the infusion line was connected to the septum, the infusion was smooth after the septum was removed, the infusion was smooth after the septum was replaced with a new septum, and the patient was calmed down.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.